Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely through merlin.net, right ventricular lead exhibited noise. Patient was brought into emergency room for further evaluation. The lead was capped and replaced on (B)(6) 2018. The procedure was completed successfully, and the patient was stable throughout the event.